Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Unable to complete door close function using door close button on pendant. Manually closing door with ratchet successful, attempt to re-home system re-creates same issue. Door winch assembly ordered and replaced per instruction in advanced service manual (asm). System checkout performed with satisfactory results. The replaced winch assembly has not been received by the manufacturer for evaluation. A mechanical failure mode was confirmed, with the root cause being the winch assembly. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door was having issues opening and closing. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The door winch assembly was returned to the manufacturer for analysis. The component passed bench test and visual inspection. The tester ran the door motor on a motor test cart. The motor functioned as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.